Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 5 months after the dental implant was installed in intraoral region 7#, its non-osseointegration was observed. No further information was provided.